Manufacturer narrative:
No product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history review (DHR) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported that no disposable pump won't run, air noted, patient not affected. Reservoir volume 33.5, rate 2.2, given 66.5. No disposable clamp tubing alarm. Stopped pump, but continues to alarm. Powered off and line clamped. Cassette removed and tubing massaged. Air noted. No green tab. Reconnected cassette. Powered on pump. Pump continues to double beep. Removed cassette and tapped cassette. Reconnected but still alarming. Powered off and line is clamped. There was no patient injury.